Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left main artery (lm). A 6mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The device was removed, and the procedure was completed with another wolverine coronary cutting balloon. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6).

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left main artery (lm). A 6mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The device was removed, and the procedure was completed with another wolverine coronary cutting balloon. There were no complications reported and the patient was stable post procedure. It was further reported that the target lesion was located in the moderately tortuous left anterior descending artery (lad). The balloon burst within 5 seconds and the device was removed directly from the patient.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left main artery (lm). A 6mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The device was removed, and the procedure was completed with another wolverine coronary cutting balloon. There were no complications reported and the patient was stable post procedure. It was further reported that the target lesion was located in the moderately tortuous left anterior descending artery (lad). The balloon burst within 5 seconds and the device was removed directly from the patient.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. No kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole leak located at the proximal section of the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was soaked in the waterbath at 37 degrees. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU # 50482210-01 using the inflation aid, however, a leak was located at the proximal section of the balloon.